Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was found to have issues with right heart failure. The vad coordinator indicated that the pt's left ventricle was small in size and there was not a belief that the pt's condition was due to a pump issue. The pt's right ventricle was noted to be large in size. It was also noted that the speed has now been set at 8400 rpm. The pt was discharged and will continue to be monitored.

Manufacturer narrative:
The manufacturer is attempting to acquire additional info from the hospital regarding the event and pt outcome. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.